Event description:
The customer reported the device can't start. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer has chosen not to have the device evaluated/repaired by philips. We are considering this a malfunction. We cannot determine the cause since the customer has decided not to have the device evaluated/repaired by philips.